Manufacturer narrative:
The stent remains in the patient and is not available for evaluation. No device identifiers are available at this time. Iris damage and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery. Mrf reference #: (B)(4). Submitted to FDA on 04/17/2014.

Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent, the stent was positioned superficially. When regrasping the stent in an attempt to reposition it, he inadvertently grabbed the iris, resulting in hyphema and iridodialysis. Additional information has been requested.